Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for right l5/s1 radiculopathy. It was reported that when new solera set screw was ready to be implanted and attempting to insert set screw, the surgeon noticed issues with his attempt with difficulty trying to initiate threading. The surgeon brought the set screw into his direct view to inspect and it was found to have a deviated threading, believed to be a manufacturing issue. The start of the threading was not continuous, and the interference prevented it from being inserted. There was patient involved in the event and no further complications were reported. Additional information was received on (B)(6) 2020: the product came in contact with the patient. Issue with product was not identified until attempting to use intra-op. The procedure was completed as routine, using other mdt products. Additional information was received on (B)(6) 2020: the item described in the incident is not s sterile packaged item. It was a resupply of consignment stock to the hospital, and is sterilized on a tray in the hospital cssd department before it is implanted in surgery. It was not damaged by the customer, there is clearly a fault in the manufacturing of the items as the threading is not uniform. The customer was not able to implant the item because of this fault.

Manufacturer narrative:
H3: product analysis # (B)(4): 5440030 lot# h5620223 visual and optical examination identified that the first few threads of the screw are damaged from what appears to be cross threading. The thread damage is consistent with from what appears to be cross threading from misalignment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.